Event description:
Leaking IV set.

Manufacturer narrative:
It was reported that saline was leaking from the extension hub. Due to this, the IV was removed and replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.